Event description:
A report was received the patient fell, the lead had moved and the contacts became dislodged. The patient underwent a lead explant procedure due to high impedances and the contacts being dislocated. Upon removal it was noted that the lead was fractured.

Manufacturer narrative:
Additional information was received that there were no exposed wires on the fractured lead and the contacts were still attached from the paddle lead.

Event description:
A report was received the patient fell, the lead had moved and the contacts became dislodged. The patient underwent a lead explant procedure due to high impedances and the contacts being dislocated. Upon removal it was noted that the lead was fractured.

Event description:
A report was received the patient fell, the lead had moved and the contacts became dislodged. The patient underwent a lead explant procedure due to high impedances and the contacts being dislocated. Upon removal, it was noted that the lead was fractured.

Manufacturer narrative:
Additional information was received that there were no exposed wires on the fractured lead and the contacts were still attached from the paddle lead.

Manufacturer narrative:
(B)(6) 2014 the explanted lead was not returned to bsn as it was discarded by the medical facility.